Event description:
A malfunction alarm with code malf 12 was reported. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump, and the issue did not recur. Customer was advised to continue using the pump and to call back if the issue reappears, which the customer acknowledged and understood.